Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10 additional information: e1(event site postal code - 57000) a getinge field service engineer (fse) evaluated the unit and stated that there was a plastic on the screen to protect the screen. Fse was able to calibrate and tested it top work normally. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) touchscreen sometimes does not work. There was no patient involvement.